Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead threshold has been rising since (B)(4) of this year. The lead was capped and replaced. No further patient complications have been reported as a result of this event.